Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the shaft was buckled at the distal edge of the handle. The inner diameter (ID) of the inner shaft was measured at both ends and was within specification. The guidewire used in the procedure was not returned for analysis; therefore, a .035" zipwire guidewire was used for functional testing. The zipwire guidewire was advanced successfully through both ends but could not pass through the location of the damage (buckled shaft). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.- the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the catheter became stuck on the wire. The target lesion was located in the right superficial femoral artery. A 6x80x130 innova stent delivery systems along with a 260cm x 0.35 non-bsc guide wire were selected. Stent deployment was completed; however, upon removal the guide wire and stent could not be separated, so the 260cm non-bsc guide wire and the stent delivery system were removed as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, the catheter became stuck on the wire. The target lesion was located in the right superficial femoral artery. A 6x80x130 innova stent delivery systems along with a 260cm x 0.35 non-bsc guide wire were selected. Stent deployment was completed; however, upon removal the guide wire and stent could not be separated, so the 260cm non-bsc guide wire and the stent delivery system were removed as one unit. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.